Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated alert 60 (ble board communication error) that persisted after multiple restarts, and the patient was instructed to replace the device and use backup therapy until the replacement was obtained; blood glucose was reportedly unaffected, and there was no hospitalization. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for investigation. Preliminary investigation of this case revealed signal loss consistent with a failure to read an input signal associated with the circuit board. When the device is placed on the charger, it powers on. An alert '60' appeared in the alarm's menu. After resetting the device as instructed, alert 60 reappeared, and there was no bluetooth communication. The device was powered down, opened, and the hoverboard's u4 bluetooth chip was replaced with a functioning one. Upon powering on, the alert was absent and a bluetooth address was assigned, suggesting the u4 bluetooth communication chip was defective. Reinstalling the original hoverboard that caused the alert to reoccur. The user's complaint was confirmed.